Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis manifested by abdominal pain, cloudy effluent and a fever. The hp was treated with cefazolin (1000mg/2l in solution as a loading dose, then 250ml/2l at a maintenance does, frequency and route not reported). The cause of the peritonitis was break in aseptic technique. The care giver (cg) was retrained on aseptic technique. Follow up received: the hp was shifted to hemodialysis therapy due to the peritonitis and having issues with draining.

Manufacturer narrative:
(B)(4). This complaint for the report of use error-break in aseptic technique is confirmed. The cause was undetermined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.